Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 04/23/2020: 1. Section b. Box 5. Describe event or problem. Note: it was previously reported that a device malfunction occurred while in use in the patient and contributed to a delay of case. However, based on the updated information, the same device (handle) was used to complete the procedure, proving that the handle did not fail to meet its performance specifications. Therefore, this is not considered a reportable event.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the smart coil into the aneurysm and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00519.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the smart coil into the aneurysm and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.